Event description:
An altitude alarm was reported by the customer for their pump, with a blood glucose level of 6 mg/dl, which is within the normal range. The customer did not need to replace the cartridge and, after receiving tips from technical support on preventing altitude alarms, was able to resume insulin delivery with the original cartridge. There was no adverse impact to the customer's blood glucose level.